Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012, the patient presented for minimally invasive lumbar /thoracic discectomy . Preop diagnosis : l4-5 spinal stenosis , spondylolisthesis. (B)(6) 2013, the patient presented for minimally invasive lumbar /thoracic discectomy . The procedure involved exploration of fusion mass, hardware removal , rearthrodesis local and allograft bone. Post operatively patient sustained unspecified injuries due to rhbmp-2.